Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with corroded battery cap contact, cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. He expressed the following symptoms: nausea, unsteadiness, and tight muscles. The customer stated he believed the insulin pump was not delivering insulin properly, and his health care provider advised him to revert to his back-up plan. The product has been returned. Nothing further was reported.